Manufacturer narrative:
Product investigation summary: received part: article 314.152 / lot 9588796 - 3.5mm hexagonal screwdriver. The investigation shows that hex tip is worn out and the edges are badly rounded. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately, only limited information is available in the complaint description which does not confirm how the issue happened. It is likely that a mechanical overload situation during use caused this damage. Probably, the screwdriver was not fully inserted into the screw recess. By this, the force was not allocated on the whole hexagon as designed. Because of the damage to the dimensions, the relevant analysis could not be verified against the post-manufacturing dimensions. Based on these findings, it has been concluded that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4)- manufacturing date: august 14, 2015. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a removal surgery of a locking compression plate (lcp-df) was held on (B)(6) 2015. The initial surgery occurred approximately two years prior. The reported screwdriver shaft was used to remove the plate and screws on the planned removal surgery. During the surgery, the head of three (3) screws became dull, and the rough edge of tip of the driver shaft had been rounded. Eventually, the surgeon used a carbide drill to shave the screw heads and successfully removed the plate. The thread portion of the screws remained in the patient. There was surgical delay, however the time is unknown. This is report 1 of 2 for (B)(4).